Manufacturer narrative:
Concomitant: product ID 3058, serial# (B)(4), implanted: 2011-(B)(6), product type implantable neurostimulator, product ID 3037, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient. Product ID 3095-10, serial# (B)(4), implanted: 2006-(B)(6), product type extension, product ID 3889-33, lot# v012900, implanted: 2006-(B)(6), product type lead. Product ID 3889-28, lot# v854316, implanted: 2011-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3058, serial# (B)(4), implanted: 2011-(B)(4), product type implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient had a shocking or jolting sensation. It was noted three days before reported event date and the last weekend the patient felt a shocking pain sensation at the implant site on the left side. It was reported that the sensation/pain was very similar to what the patient felt when the manufacturer representative turned the stimulation up too high a year ago.